Event description:
One patient's tests results were reported onto another patient's records there was no reported patient injury. Ge healthcare's investigation into the reported occurrence is still ongoing.